Event description:
It was reported that the compressor generated a high pitched noise and alarmed for low pressure and high temperature.there was no patient harm.manufacturer ref.#: (B)(4).

Event description:
Manufacturer ref.#: 277802.

Manufacturer narrative:
It was reported that the compressor generated a high pitched noise and alarmed for low pressure and high temperature. The compressor was returned for investigation. The compressor was connected to a reference ventilator and delivered compressed air when it was started. During over 150 hours of simulated use test ventilation no alarm was raised. The reported high pitch noise appeared from time to time, especially in the beginning of the tests, but there were also long periods with no high pitch noise at all. What caused the sound was not identified. The reported high temperature and low pressure alarms were not confirmed during laboratory tests. The conclusion in this matter is that the reported high pitch noise was occasionally heard during the investigation but the cause of it could not be identified. The reported low pressure and high temperature alarms could not be reproduced during the investigation.